Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#91127 was implemented and the root cause has been verified by the returned device.  No further post market lab investigation evaluation is required.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's mother that the omnipod personal diabetes manager (pdm) melted at the charging port due to overheating while charging. The charging cable was also reported to have melted. No impact to patient's blood glucose levels was reported.